Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an est (endoscopic sphincterotomy) procedure performed on (B)(6), 2009. According to the complainant, damage occurred to the device handle as the device was actuated when the physician crushed the stone. The procedure was completed with the complaint device and removed from the scope without incident. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).